Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patients left ventricular (lv) lead was causing phrenic nerve stimulation. Multiple vectors were tried with unfavorable results. The lead was programmed "off" and eventually was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).